Event description:
It was reported that the implantable pulse generator (ipg) exploded and burned patient. Patient had been using a heating pad over the site and felt he had something like a sunburn on his skin that probably came from the heating pad. The patient was sent to the emergency department and was discharged with some burn cream. No further information has been obtained despite good faith efforts.